Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided. Customer stated patient was an adult.

Event description:
The customer reported that the medical oncology department received an adult patient for an magnesium IV infusion. When the nurse was attaching the secondary tubing set to the upper y-site of the primary tubing set, the secondary tubing set broke and separated at an unspecified location above the connection. There was no patient harm.

Manufacturer narrative:
Correction on initial report: e.3 & g.3 (disregard other).

Event description:
The customer reported that the medical oncology department received an adult patient for a magnesium IV infusion. When the nurse was attaching the secondary tubing set to the upper y-site of the primary tubing set, the secondary tubing set broke and separated at an unspecified location above the connection. There was no patient harm.

Event description:
The customer reported that the medical oncology department received an adult patient for an magnesium IV infusion. When the nurse was attaching the secondary tubing set to the upper y-site of the primary tubing set, the secondary tubing set broke and separated at an unspecified location above the connection. There was no patient harm.

Manufacturer narrative:
The photo provided by the customer shows separation from the vinyl tubing to the drip chamber outlet port. Fluid was also observed to be leaking from the separation. The root cause of this failure was not identified.

Event description:
The customer reported that the medical oncology department received an adult patient for a magnesium IV infusion. When the nurse was attaching the secondary tubing set to the upper y-site of the primary tubing set, the secondary tubing set broke and separated at an unspecified location above the connection. There was no patient harm.

Manufacturer narrative:
Correction from follow-up(1): disregard information in additional MFR narrative.